Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed shock lead impedance (sli) measurements of greater than 200 ohms. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the field representative indicated that the patient is scheduled for an in-office follow up in the near future. No further information was available.

Event description:
Additional information was obtained via the patient¿s remote home monitoring system that this rv lead and ICD displayed low oor sli measurements of zero ohms. Ts discussed the possible reasons this observation occurred as well as troubleshooting measures. The field representative will discuss it with the physician. The field representative had spoken to the clinic and they were unable to contact the patient. They will continue to try contacting the patient. The system remains in service. No adverse patient effects were reported.